Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during preparation for an angioplasty treatment procedure, the 3.0 x 20 mm nc quantum apex balloon was found to be kinked in 2 places. However, the product analysis revealed a shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex monorail (mr) balloon catheter with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 71.5 cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was contrast in the inflation lumen, wire lumen and on the outside of the catheter and balloon. The balloon was tightly folded. The hypotube was kinked 3.5 cm from the fractured distal end. There is no evidence of any material or manufacturing deficiencies contributing to the reported event. Product analysis confirmed the reported kink and confirmed a broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).